Manufacturer narrative:
(B)(4). The device was received for evaluation. A review of the event history log was performed and the reported alarm could not be identified. An external/internal inspection was performed with no issues noted. The device was determined to meet functional and electrical performance specification requirements per rite (returned instrument test evaluation) testing. A simulated therapy was completed with no issues noted. A review of the service history revealed no indication that previous servicing events could have caused or contributed to the reported event. Upon completion of the investigation, the reported problem could not be verified and a cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is underway. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a unspecified system error (se) occurred during use on the homechoice (hc). The technical service representative (tsr) arranged the return of the device and discussed the use of manual supplies to complete therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.